Event description:
This is filed to report the inability to remove the lock line and knot. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3-4. The clip delivery system (cds) was advanced and placed on the mitral valve. When removing the lock line resistance was encountered. The lock line was unable to be removed without using strong force. It was thought there was a knot in the lock line and the decision was made to remove the cds. A replacement clip was used to complete the procedure, reducing the mr to a grade of 1. There was no patient consequences or clinically significant delay. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was investigated, and the returned device analysis confirmed the reported mechanical jam associated with inability to remove the lock line and knot on the lock line (material deformation). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, while the inability removing the lock line appears to be the result of the observed knot (material deformation), a cause for how the knot formed could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.